Manufacturer narrative:
The results of the investigation were inconclusive. The returned device was occluded with tpn solution which may have contributed to the malfunction. Performance testing of brand new sets of the same type showed that a filter rupture is not possible unless the pressure is allowed to build up undetected. This leads to the likely conclusion that the filter was defective as end users are not permitted to disable any pump warning alarms. The maximum amount of pressure that a curlin pump can build up before triggering an occlusion alarm is not enough to rupture a filter. The filter is designed to withstand much higher pressures than what can be generated by the pump. Any occlusions in the filter that would build up pressure in the administration set would be detected by a occlusion alarm. This appears to be an isolated occurrence as a review of curlin complaint history indicates no other instances of filters failing due to pump pressure buildup. This problem is being retrospectively reported to the FDA after a curlin risk analysis conducted in 2007 and a review of complaints.

Event description:
A user complained that a curlin administration set leaked at the filter when it ruptured during priming. There was no injury associated with this event.